Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was discovered that the clamps were open on lines while the home patient (hp) was connected to the setup during the load set step of therapy. The technical service representative (tsr) instructed the hp to close the clamps, disconnect, cycle the power on the hc machine, and remove the cassette. The hp stated that they had an infection on their hand and it hurt them to use it. The tsr advised the hp to start therapy over using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. The guide warns the user that connecting the transfer set to the patient line before connect yourself appears on the display screen may result in iipv. A review of the label for the product family will be conducted.  If any relevant information is obtained, a supplemental report will be submitted.